Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# (B)(4) lvp door latch. CAPA# (B)(4) lvp air-in-line. CAPA# (B)(4) iui conn issues. CAPA# (B)(4) lvp dim u4 display. A review of the device history record for (B)(4) was performed from date of manufacture 05/13/2013 to present date 11/24/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported broken/damaged. There was no patient involvement reported.